Event description:
The customer reported to olympus, that the gastrointestinal videoscope had a defective button and there was buckling of 12cm. During the device evaluation, it was found that a foreign object came out of the nozzle. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was cleaned, disinfected, and sterilized before being sent for repair. The device was returned and evaluated. In addition to the malfunction documented in b5, the additional evaluation findings are as follows: the switch 1 was deformed, the connecting tube had a dent, due to damage, switch 1 did not work, due to wear of angle wire, the play of upward/downward knob was out of the standard value, the adhesive on bending section cover had white-clouded area, the paint on air/water cylinder was peeled, the paint on suction cylinder was peeled, and the image guide protector had a scratch. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the foreign material was insufficient cleaning. Identification of the material could not be determined. There was no delay in the start of precleaning. The air/water nozzle was flushed with water and air. No abnormalities in the accessories used in reprocessing. The nozzle was wiped/brushed with a clean lint-free cloth/brush/sponge. The air/water nozzle was flushed with detergent. Olympus will continue to monitor field performance for this device.